Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue injury. It was reported a mitraclip procedure was being performed on a patient with grade 4 mixed mitral regurgitation (mr) with a prolapsed anterior and flail. Post-deployment of the first clip there was an increase in mr at the medial side of the clip. The physician believed the clip had damaged the leaflet. The physician decided to place a second clip medial to the first one. The quality of the echocardiography imaging decreased, so it was difficult to steer down to the valve and orientate the clip relative to the line of coaptation. After placing the clip medial to the first one, a reduction in mr was observed and the gradient was satisfactory. Post-deployment, an increase of the residual mr was noticed. In the opinion of the physician, the posterior leaflet was damaged somehow due to the degeneration of the leaflet-material. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult positioning appears to be related to imaging difficulty. The reported image resolution poor was associated with the worsened imaging quality. The reported tissue injury (posterior leaflet damage) appears to be due to patient anatomical condition. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.